Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-17784 and 17785. It was reported the pt's scs system was explanted due to scs ipg pock pain/burning/itching while charging, overstimulation, leg numbness which caused a fall that resulted in a broken ankle, mid-back soreness, abdominal soreness and ineffective stimulation. It was also reported prior to explant, after the permanent implant, while in recovery, the pt experienced chest and lung pain in addition to no stimulation in her back or lower extremities. X-rays revealed the scs lead had migrated. Subsequently, the scs lead was repositioned. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.